Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the programmer had a touchscreen malfunction. The position of the cursor does not coincide with the position of the stylus. The stylus was calibrated. The device then passed final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer experienced a touch screen malfunction. The programmer has been returned into service. There was no patient involvement reported.